Event description:
It was reported that the subject device presented no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to inform that this emdr involves incorrect model number. The event was already reported under the correct model number under MFR # 3002808148-2024-31229-00." Subsequent to the submission of the initial manufacturer report, it was that the event involved in this report, MFR 3002808148-2024-31239 is a duplicate of the previously submitted MFR report 3002808148-2024-31229. Please refer to MFR report 3002808148-2024-31229 for the correct device information and the investigation conclusion. The correct product model is otv_s7h_1na_12e.